Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The following information was obtained from a literature article titled "penile prosthesis reservoir removal: surgical description and patient outcomes". The mean age was 65.6 (range: 52-82), mean bmi was 29.9. The abstract article stated "twenty-three patients (67.6%) had reservoirs removed secondary to device malfunction and 11 (32.4%) secondary to infection." Some patients received a coloplast ipp device and some patients received a non coloplast device.